Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient stated that he was not wearing the lifevest because it was "killing him". The patient has very sensitive skin, and he was bruised near all four electrodes. It was suggested that the patient contact his physician about the condition. It is unknown if the patient received medical intervention. Follow-up indicated that the condition was improving but still uncomfortable. The patient has a doctor's appointment on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Evaluation method: other. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.